Event description:
Diagnostic laparoscopy - "atraumatic graspers were used on bowel for diagnostic laparoscopy. Bowel perforations were noted during case." Pt status: "ok now".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.